Manufacturer narrative:
The field service representative (fsr) performed troubleshooting and adjusted the clamp, syringe, samp/reag pump (rohs), which resolved the issue. An instrument service history review was performed and identified no additional erratic or discrepant patient results reported for serial number (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending for the clamp, syringe, samp/reag pump (rohs) did not identify any trends. A review of the tracking and trending did not identify any trends for the issues associated with this complaint. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the architect c16000 processing module or the clamp, syringe, samp/reag pump (rohs) was identified.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated potassium result generated on the architect c16000 processing module for one sample. The following data was provided (customer's reference range: 3.5 to 5.3 mmol/l): sid (B)(6) initial result = 6.5 mmol/l, repeat = 5.1 mmol/l. No impact to patient management was reported.